Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy procedure, there was poor staple formation and the staple line was incomplete. It lead to a bleeding (not greater than 500cc) which was controlled by applying a hemoloc clip and endo clip. A medical intervention was needed in order to control the bleeding, also there was a temporary injury (bleeding from staple line). The patient has no injury.